Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body, the sac growth of 15mm, and the additional endovascular procedure (tertiary) is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined an embolization of a type ii endoleak of the internal mesenteric area occurred, sometime between 25 march 2019 and 12 june 2019, that was not in the event as reported. The type ii endoleak and embolization were discovered on during a review of the computed tomography (CT) scan dated 12 june 2019. Additionally, the clinical assessment also determined an embolization of a type ii endoleak of the lumbar artery occurred, sometime between 12 june 2019 and 13 september 2023 that was not in event as reported. This type ii endoleak of the lumbar artery was persistent on the CT scan dated 13 september 2023. This type ii endoleak of the lumbar artery and embolization was discovered during a review of the CT scan dated 12 june 2019 and 13 september 2023. It should be noted that type ii endoleaks are anatomy-related events and are not caused or contributed by the device. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the nature of the neck and iliac diameters. The neck length measured at 12mm and should be >15 and the left common iliac artery distal diameter measured at 32.0mm and should be 10-23mm. However, the off-label anatomy did not appear to contribute to the reported event. The final patient status was discharged on post operative day one in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal and an afx limb stent graft on (B)(6) 2019. On (B)(6) 2021, routine follow up computed tomography identified aneurysm enlargement and a type ib endoleak of both iliac limbs. Reportedly, on an unknown date, the physician treated the bilateral type ib endoleaks by extending both the right and the left iliac limbs. Further information for this intervention is not available. (Previously reported under MFR# 2031527-2021-00482). On (B)(6) 2023, routine follow up computed tomography identified continued aneurysm enlargement and a possible type iiib endoleak. Reintervention was completed on (B)(6) 2023. The type iiib endoleak was confirmed. The type iiib endoleak was successfully sealed with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and two (2) ovation ix iliac limb's (both implanted in the left limb). The patient status post reintervention was good. After the initial report, the clinical assessment also determined an embolization of a type ii endoleak of the internal mesenteric area occurred, sometime between (B)(6) 2019, that was not in the event as reported. The type ii endoleak and embolization were discovered on during a review of the computed tomography (CT) scan dated 12 june 2019. Additionally, the clinical assessment also determined an embolization of a type ii endoleak of the lumbar artery occurred, sometime between 12 june 2019 and 13 september 2023 that was not in event as reported. This type ii endoleak of the lumbar artery was persistent on the CT scan dated 13 september 2023. This type ii endoleak of the lumbar artery and embolization was discovered during a review of the CT scan dated 12 june 2019 and 13 september 2023. It should be noted that type ii endoleaks are anatomy-related events and are not caused or contributed by the device.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx vela suprarenal and an afx limb stent graft on (B)(6) 2019. On (B)(6) 2022, routine follow up computed tomography identified aneurysm enlargement and a type ib endoleak of both iliac limbs. Reportedly, on an unknown date, the physician treated the bilateral type ib endoleaks by extending both the right and the left iliac limbs. Further information for this intervention is not available. (Previously reported under MFR# 2031527-2021-00482). On (B)(6) 2023, routine follow up computed tomography identified continued aneurysm enlargement and a possible type iiib endoleak. Reintervention was completed on (B)(6)2023. The type iiib endoleak was confirmed. The type iiib endoleak was successfully sealed with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and two (2) ovation ix iliac limb's (both implanted in the left limb). The patient status post reintervention was good.